Event description:
The patient reportedly experiences a decrease in performance. Extensive programming changes and strategies have been attempted; but, the issue has not been resolved. Device testing revealed that the device is functional. The family has been counseled regarding device revision. The family's decision is pending.